Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time. Based on information provided by the customer, it is suspected that they have been using a fan filter that is not approved by carefusion. The third party fan filter use may have restricted air flow, decreasing the air intake for the fan to cool down the ventilator during operation, resulting in or contributing to the failures observed.

Event description:
The customer reported while using the vela ventilator; the turbine is over the limit on the delivery of hot air and there is a lack of alarms. The customer reported the unit displays a ventilator inoperable alarm. At this time, it is unknown whether or not there was any patient involvement associated with the event.